Manufacturer narrative:
Main component of the system and other applicable components are: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead.

Event description:
The consumer reported swelling and soreness at the implantable neurostimulator (ins) pocket site that occurred (B)(6) in 2016. The patient stated that she started developing pain in the ins pocket and then it became swollen. The ins was on the left side of the patient and it was noted that it [the pocket site] became three times larger than the right side. Due to this issue, the patient went to the emergency room (ER) on (B)(6) 2016 and received pain medication. The patient also reported a burning sensation along the lead site that occurred (B)(6) in 2016. The burning sensation was going up into the middle of the patient's back where the lead was located, and the patient described this feeling like the "muscle was being torn/ripped." It was also reported the burning sensation was centered, also, on line leading to spine. The patient discussed these issues with her healthcare professional and was told that there was a model change and sometimes it takes time to heal after the initial implant. Additional information from the patient reported that the problem started with the second stimulator that was implanted in (B)(6) 2014. The patient felt tugging off and on, but was in the e.r. On (B)(6) 2016 for severe pain and the machine was turned off. The device was restarted on (B)(6) 2016 with a new program, however, the symptoms returned and the machine was turned off again on (B)(6) 2016. The patient's relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.